Manufacturer narrative:
Reference record (B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #, lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
Since (B)(6) 2016, a patient in (B)(6) experienced granulation tissue at the percutaneous endoscopic gastrostomy (peg) tube site. The physician prescribed antibiotic ceclor 750 mg for 4 days, nexium for 2 months and to use nitrate argent superficially until the granulation tissue shows an improvement. The granulation tissue has improved. On (B)(6) 2016, it was reported that the stoma area has irritation and leaking sticky fluid. The patient was instructed to continue frequent cleaning, ventilation, use of nitrate argent, and follow up with gastroenterologists if symptoms persists.